Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2 was confirmed. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se)2240 alarm that occurred on the homechoice (hc) unit display. This event occurred during use, while the patient was connected in drain 2. Hp states they have already cleared both se 2240 and se 2367. The technical service representative (tsr) advised to discard supplies and either start over with new or finish with manuals. The tsr documented during troubleshooting that the patient disconnected prior to the alarm and then reconnected. There was patient involvement and there was no patient injury or medical intervention associated with this event.